Manufacturer narrative:
The lot was manufactured february 12, 2017 - february 15, 2017. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed with no issued noted. The flow rates were found to be within the product specification range the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor overinfused medication. The expected therapy time was 46 hours; however, the folfusor had completely delivered the medication to the patient in 35 hours. The folfusor was filled with 5000 mg of fluorouracil diluted with sodium chloride 0,9% to a total volume of 230ml. There was no patient injury or medical intervention associated with this event. No additional information is available.